Event description:
Pt underwent spinal surgery on 09/11/96. Preoperative diagnosis was failed back syndrome and possible non-union of l5-s1 fusion. According to the operative report, the procedure performed included internal stabilization with bone screws and plates l4,l5 and s1 with cross-link and fusion with allograft and autograft bone from l3 to s1. Pt was seen post-operatively due to leg pain. A CT scan taken showed a broken bone screw at l5. The pt was re-operated on 10/24/96. The procedure performed was a lumbar exploration and removal and replacement of the left l5 pedicle screw. The physician confirmed that the implant did not cause permanent impairment/damage of a body structure. The physician also confirmed that the implant did not necessitate medical/surgical intervention to preclude permanent impairment of a body function or damage to a body structure.